Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2015 from a physician. This case concerns a (B)(6) female pt who rec'd seprafilm and developed ascites. Pt's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On an unk date in (B)(6) 2014, the pt underwent placement of implantable device seprafilm during her first caesarean section, once (dose, batch/lot number and expiration date: not reported) into unspecified anatomical location for post-operative adhesion. It was reported that after the seprafilm was used, the pt developed ascites requiring surgical intervention. Outcome: recovered. Seriousness criteria: hospitalization and required intervention (surgical). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated (B)(6) 2015: this is an initial case concerning a (B)(6) female pt who developed ascites after seprafilm was placed. The temporal relationship between the event and the prod is not reported. Also, no info was provided in case regarding infection and allergies therefore nothing can be predicted about the causal relationship of seprafilm with the event. Furthermore, lack of info regarding underlying concurrent medical conditions, concomitant medications and investigational details precludes the complete medical assessment.